Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, multiple stations were experiencing biometric identifier failures during rn login attempts. The fingerprint scanner was not functioning, required a second rn witness to gain access. This issue was causing inconvenience to nursing staff and posed a potential patient safety risk, particularly during urgent (stat) situations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in using bioid and were required to use password authentication with a witness. A technical support specialist (tss) found that the station had outdated drivers and upgraded the drivers as per knowledge article (ka) bioid lumidigm update package 1.3 release for es failure recovery fix. The bioid login prompt was validated as working normally post fix, and customer confirmation was obtained that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.